Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels. Reportedly, customer did not believe elevated and low bg levels were due to the pump. Customer declined to provide any additional information on the reported issue.